Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are experienced high blood glucose level of 500 and 600 mg/dl. Customer stated he treated by bolus with the insulin pump. The customer stated having issues with the infusion set becoming dislodged from his leg once he begins to move. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.